Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred, pump was not delivering the full bolus requested and the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level.